Manufacturer narrative:
D6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the common femoral artery (cfa) was punctured to treat the right superficial femoral artery (sfa) via an ipsilateral antegrade approach. After the treatment, the angio-seal device was used for hemostasis. After returning to the ward, the patient complained of leg discomfort and angiography was performed again in the cath lab. The common femoral artery (cfa) was found to be occluded, poba (plain old balloon angioplasty) was performed for dilation after a guidewire was passed through the lesion. An nse (goodman) was used for further dilation and the procedure was completed as a certain degree of dilation was observed. The patient had minor health damage, however, has recovered and is currently under observation. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The physician stated, "it is not possible to determine whether the occlusion was caused by the collagen slipping into the artery or by a thrombus that occurred during the procedure." There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been collagen deposition into the artery due to deployment technique or vessel occlusion due to a thrombus. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).